Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.

Event description:
Healthcare professional reported right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed two openings assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: red particles observed on the device. Additional, changed, and/or corrected data: h3, h6.